Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was met while inserting syringe needle through the cartridge septum causing the syringe needle to bend. There was no reported impact to customer's blood glucose. There was no additional information provided.